Event description:
It was reported that the patient received inappropriate shocks due to oversensing of noise on the right ventricular lead. The patient was also noted to have dizziness. The right ventricular lead was noted to have intermittent capture. The device was noted to have early depletion. The lead was capped, partially explanted, and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Continuation: 694765 implantable tachy lead 2004-(B)(6); 4193 implantable pacing lead 2004-(B)(6); 5076 implantable pacing lead 2004-(B)(6). (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The elective replacement indicator date was (B)(6) 2013.